Event description:
It was reported that nurses were unable to remove the feeding tube, as it was caught in the nasal passageway. The physician reinserted the stylet and advanced the tube to the back of the throat. The tube was then manually extracted from the mouth. Patient suffered no injury.